Event description:
During a pfa/af procedure, st elevation was noted and nitroglycerin was administered. St elevation was noted when using the agilis dilator and sheath, so a non-abbott dilator and wire (versacross connect) were used. About one minute after transseptal puncture was performed with the agilis sheath and non-abbott dilator and wire (versacross connect), st elevation was noted again. The patient stabilized after nitroglycerin was administered. It is suspected that air entrainment contributed to the issue. No actual air transfer to the patient was confirmed. The agilis sheath was replaced and the procedure was completed with no adverse consequences to the patient.